Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an ¿expired internal battery, damaged battery cable clip assembly, damaged internal battery cable assembly and damaged standoff¿ was confirmed with the returned power module (B)(6). The submitted reference photo captured the internal battery with an expiration date of 28feb2022, which was replaced as part of preventative maintenance. Visual inspection of the damaged battery cable clip assembly revealed the retainer tab was missing. Visual inspection of the internal battery cable assembly revealed the retainer tab appeared to be eroded with a portion missing. Visual inspection of the standoff revealed the threaded section was sheared off and was inadvertently damaged during repair. A root cause of the damaged battery cable clip assembly and damaged internal battery cable assembly could not be determined during the evaluation. Preventative maintenance and repair were performed. The unit passed all testing per procedure. The power module was returned to the rental pool. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Ppm-12378 was shipped to the customer on 06nov2012. It was noted the unit is a rental. Power module instructions for use (IFU) (rev. B) section 5 covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Heartmate ii IFU (rev c) and heartmate 3 IFU (rev c), have details on the proper use of the power module. The manuals caution the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ if the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had a damaged battery clip and cable, and the battery was within the 14 month expiration term. Additionally, the metal stand was damaged during repair. Replaced battery clip, cable, battery, and metal stand.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.